Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex coronary artery. A 3.5x38mm xience sierra stent delivery system (sds) failed to cross due to the anatomy. The sds was advanced against resistance further, then the sds felt resistance with the anatomy during removal when the stent dislodged within an unspecified guiding catheter. An unspecified 2x15mm balloon was advanced to inflate the stent against the guiding catheter and everything was removed together to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the return device (catheter not returned). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017 was removed.